Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump powered on normally to a clear, legible display. The display screen was fully functional. The pump was opened to inspect the display, and the display screen was found to be intact with the display flex cable fully seated. There was no evidence of any internal moisture. A review of the alarm history did not show any related errors, alarms, or warnings that could have results in a blank display. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery cap slot was stripped/damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).